Event description:
New information received stated that the implantable cardioverter defibrillator was reprogrammed. The patient was doing well pre and post programming changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited t wave oversensing. The patient was stable.